Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was received in good condition with no visible damage or kinks encountered. The telescope assembly was able to properly pull back, advance, and retract, also the catheter flushed normally. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2017-05408 and 2134265-2017-05304. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an opticross imaging catheter and a sled. During the percutaneous coronary intervention (pci), the catheter could not be pullback when it reached the lesion. However, it was tried many times and the catheter distal was kinked. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-05408 and 2134265-2017-05304. It was reported that automatic pullback failed. The motor drive unit (mdu) was used in conjunction with an opticross imaging catheter and a sled. During the percutaneous coronary intervention (pci), the catheter could not be pullback when it reached the lesion. However, it was tried many times and the catheter distal was kinked. No patient complications were reported and the patient status was stable.